Event description:
It was stated that the customer was hospitalized for low blood glucose levels. The reported blood glucose reading at the time of the call was 142 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time, which was one hour off. The reservoir volume matched the amount of insulin in the reservoir. The wife stated that the doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.